Manufacturer narrative:
The event of "sinus infection" (not device related) is considered an unexpected drug experience. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Healthcare professional reported that a patient was injected with 1 cc of juvéderm® voluma¿ xc in the cheeks and jawline area with 0.5 cc of juvéderm® ultra in the perioral and nlf. Approximately seven months later, patient was injected with 2 cc of juvéderm® voluma¿ xc in the lower cheek/near ear. Approximately 11 months later, patient was injected with 1 cc of juvéderm® voluma¿ xc in the upper cheekbone and with 0.5 cc of juvéderm® ultra in the perioral and nlf. Approximately two months later, patient experienced very puffy under eyes. Patient was also sick with viral illness and sinus infection, deemed not related to the device. Patient was treated with a steroid pack. Puffiness got better but came back after five days. Patient "was put on medrol dose pack and patient was good for 2 weeks." Patient visited the office and noted "the areas are rock hard red and almost brownish discoloration. Was flooded with hyaluronidase 3 vials of 150u." This is the same event and the same patient reported under MDR ID# 3005113652-2022-00159 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2022-00158 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ xc.